Event description:
Hcp contacted lifescan (lfs) in 05 alleging that the lay user / patient's meter displayed an error 2 retest message. The medical affairs specialst (mas) mailed a letter the next day since the lay user / patient's phone number was temporary disconnected. A nurse initally described the following information: the patient's meter had not been working for a while and he was taking insulin based on this feelings. The patient ended up with an insulin reaction and was admitted in the hospital for 2-3 weeks where he was treated for low blood glucose. No further clinical information was provided. Nurse did a test with a check strip or a control solution test and the issue was not resolved. The meter was not a new meter (out of box). It would have been helpful to know how long the patient was unable to obtain a result, his medication regimen, when and what type of symptoms the patient developed, results obtained at the hospital and diagnosis. There are several possible reasons for an error 2 retest message to occur when the test strip is moved during a test, the test strip was not inserted correctly, the test strip was removed before the test was completed, there was not enough blood on the test strip, the meter was used in a very bright light, the check strip procedure was incorrect and the meter may not be operating correctly. The customer care agent (cca) sent the patient a new meter.